Event description:
According to the reporter, during laparoscopic gastric sleeve, there was difficulty loading the reload to the adapter while on the outside cavity and problem loading the adaptor onto the handle. The staples were fired, runs the blade to the distal end but does not return and the reload got stuck to the adapter and cannot be removed. A new manual stapler was used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.